Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately four years post implantation due to the stem fracturing just below the head. During the procedure the stem component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed, no product was provided for evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.